Event description:
It was reported that the insulin pump alarmed battery error and the numbers on the insulin pump were ramping on there own after a battery change. Customer's blood glucose reading at the time of the call was 140 mg/dl. Nothing further was reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with intermittent button response due to corroded keypad traces. No unexpected numbers ramping noted during testing. Insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratches on lcd window and cracked battery tube threads.